Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a gamma 4 long nail was inserted for a subtrochanteric fracture at another hospital. On (B)(6) 2026, the nail fractured. Since the patient was no longer able to walk by this nail fracture, the revision surgery to remove the nail and perform bha was done on (B)(6) 2026."